Event description:
Information was received indicating that during testing a cadd legacy plus, mdl 6500, was exhibiting no disposable, pump won't run. Per reporter residual volume was: 16.2 ml, rate 5.0 ml.hr and 213.0 ml was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).